Event description:
During rotator cuff repair the patient received 3rd degree thermal burn approximately 2" x 4" anterior aspect of right shoulder. There is no part number identified. During the surgery in question the only heat generating device use was an oretec whirlwind device manufactured by smith & nephew. Patient has incurred injury including but not limited to a burn to his right shoulder which decreased his ability to participate in physical therapy for the shoulder surgery post-operatively and has also caused him damages related to the burn itself specifically including but not limited to infection, pain and scarring.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).